Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed the device had pushed in pins, an e8 error code, corrosion and a frayed cable. The pre-test could not be completed due to the e8 error code. It was determined that the pins were pushed back from excessive force while inserting the connector into the console device. It was determined that the e8 error code was caused by the pushed in pins. It was further determined that the motor and flex circuit showed signs of corrosion that was indicative of immersion during cleaning, which was failure to follow directions for use. It was determined that the cable was frayed from allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that motor device was running slow. During in-house engineering evaluation, it was observed that the device had pushed in pins, an e8 error code, corrosion and a frayed cable. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.